Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached up to 22 mmol/l (396 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient's blood glucose history is as follows: time: friday, bg (mmol/l): 6.5, (mg/dl): 117; 9:51, 9.9, 178.2; 1:57pm, 18.1, 325.8; 3:25pm, 20.7, 372.6; unknown, 22, 396; 5:25, 12.5, 225; 7:34pm, 6.5, 117. The patient returned from school and then it was noticed that the pod had fallen off which cause the cannula to come out of the skin. A new pod was applied to treat the hyperglycemia.